Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt is feeling stimulation, but she feels the ipg is depleting too fast. She is charging about once a week for about 2 hours. A replacement charger has been provided, but attempts to the pt have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.